Event description:
Event description cpi received information that this patient's large patch lead's (l67) were capped and removed from service due to 'non conversion of ventricular fibrillation three times.' Implant date-03/24/93. Removed from service date-08/27/96.